Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a hit to the head the user reported changes in loudness and clarity. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Furthermore, in situ measurements before the reported impact show one channel with high status due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
After a blow to the head the user reported changes in loudness and clarity. The user has been re-implanted.

Event description:
After a hit to the head the user reported changes in loudness and clarity. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. Furthermore, in situ measurements before the reported impact show one channel with high status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.